Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 24 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the device did not track the lesion and the stent was noted to be damaged. The procedure was completed using alternate method or device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage . The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 24 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, the device did not track the lesion and the stent was noted to be damaged. The procedure was completed using alternate method or device. There were no patient complications reported.